Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer called in third shift with concerns that n1 and n2 did not match on a few specimens up to five. All issues were on b side. Suspected possible contamination.

Manufacturer narrative:
H.6. Investigation: a "correlation/repro/discrepant" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6) . Customer reported receiving mismatch of n1 and n2 on bd biogx sars cov assay. N1 was negative, n2 was unresolved, and both ic was positive and the issue was all on the b side with graphs showing weak curves. Customer conducted environmental cleaning and decontamination and found the swabs to be rnasep positive. Customer reperformed the decontamination and the issue persisted. Field service was dispatched. Field service replaced all pumps and hoses. Instrument was returned to the customer functional. No parts were returned to bd for investigation. The complaint is confirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd max¿ system, bd max¿ instrument false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter: customer called in third shift with concerns that n1 and n2 did not match on a few specimens up to five. All issues were on b side. Suspected possible contamination.